Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted 3.5 years, was explanted due to severe mitral regurgitation. A tear was identified in one cusp at explant near the margin of attachment. In addition, pannus was observed covering the sewing ring of the valve, not extending into the cusps. A non-medtronic mechanical valve was successfully implant with no adverse pt effects.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A large tear in the non-coronary cusp adjacent to the right non-coronary commissure was likely associated with restricted leaflet movement due to adhered host tissue along the inflow and/or outflow margin of attachment. Thick tissue along the tear had host tissue infiltration. The non-coronary left and left right commissures were intact. A tear was noted long the right non-coronary commissure. Remnants of pannus were noted on the sewing ring adjacent to the left cusp on the inflow, over the tissue and base stitching, to the left right inferior coaptive area and 1 to 3 mm onto the left and right cusps. An unk amount of pannus was removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.